Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision. The patient was found to have c. Diff. Colitis due to a previous infection. The pacemaker was explanted; normal battery depletion (nbd) was noted. The patient had a check last week; the patient had c. Diff. Colitis but no urinary tract infection (uti). There were no additional adverse effects reported.